Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va1an1f, implanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40, lot# va1an1f, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturers¿ representative regarding a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that during implant the patient had impedance values greater than 40,000 ohms on contact 0. They added that the impedance value remained the same but the patient was programmed without utilizing contact 0. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.